Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6)/(B)(6). Batch: 19152469/ 20484027.